Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a short battery life issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/02/2015 with the following findings:a review of the pump history did not indicate any evidence of a battery life issue. A review of the black box showed battery voltages were within required specifications. The pump powered on normally and did not draw excessive current. The pump cover was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display was discolored and the battery compartment was cracked in two places.